Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted, upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator ac connector had broken plastic. There was no reported patient involvement.